Manufacturer narrative:
The insulin pump was received with a blank display due to a corroded battery tube spring. The following physical damage was noted: broken reservoir tube lip, cracked casing near the display window corners, cracked display window, corroded battery tube, cracked battery tube thread, and minor scratches on the display window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the customer's insulin pump that the connector between the insulin pump and battery was damaged. The patient's blood glucose at the time of incident was 249 mg/dl. Troubleshooting was initiated and it was confirmed that the part inside of the battery compartment is unglued. The customer did not know how the damage occurred. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan per health care professional's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.